Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer tried multiple button presses and charging steps as guided by technical support, but pump did not recover, so pump was placed into storage mode and scheduled for return, and customer was provided with replacement pump and planned to use multiple daily injections as backup insulin therapy, with instructions to reenter pump settings and reconnect cgm.